Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4) device evaluation: the reported condition was confirmed. The assignable cause is that the tubing was inadvertently pinched at the flow wrap sealer equipment causing the defect on the tubing. Additional: a trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through the tracking and trending of similar reports. A batch review has been performed and there were no exceptions noted with the manufacture of this lot.

Event description:
The facility representative contacted baxter to report an infusor in which there was a damaged inlet. There was a breach in the sterile fluid pathway. There is no patient involvement. There is no further complaint information available.